Manufacturer narrative:
The patient was born in 1941. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, and the patient subsequently died. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment details were unknown. Four days prior to the receipt of this report, pd therapy was discontinued. The patient remained hospitalized for a week. On the same day as this report was received, the patient died. The cause of death was reported as peritonitis and an unrelated medical condition. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.